Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. A third proglide was used to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 502 mg/dl (advantage) and 109 mg/dl (va doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.